Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. A definitive root cause cannot be identified. Based on the results of the investigation, it is likely that the facility staff was less trained on reprocessing and/or device handling according to IFU. This information is addressed in the instructions for use (IFU): IFU (reprocessing manual) cautions against insufficient reprocessing as below: ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿. IFU (reprocessing manual) also says to properly store device after reprocessing as below: ¿ after reprocessing, maintain appropriate transportation and storage procedures to keep reprocessed endoscopes and accessories away from contaminated equipment. If the reprocessed endoscope or accessories become contaminated before subsequent patient procedures, they could pose an infection control risk to patients and/or operators who touch them. Establish a local policy regarding the method and frequency of cleaning and disinfecting the endoscope storage cabinet, which staff members can access the cabinet, which items can be stored in the cabinet, etc.¿. Three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. The scope will not be returned for evaluation. As part our investigation, the technical assistance center (tac) advised the customer that the scopes should be removed immediately and without delay. Otherwise, bacteria may proliferate in the channels and pose an infection control risk. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported improper reprocessing of the scope. The scope was not being removed from the facility¿s automatic endoscope reprocessor (aer) immediately after the cycle completed. Since a new department was conducting the reprocessing, the scope was left in the aer overnight. There was no report of patient injury or infection.